Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 30 mg/dl to 40 mg/dl for 2 to 3 weeks. Customer's blood glucose at time of call was 210 mg/dl. Customer was assisted in performing the displacement test, the test passed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.